Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of feeding issue, incorrect dose. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states incorrect dose displayed. Set feed volume to 200ml for bench testing. Poured 1 can (237ml) of food into feed bag, and ran the pump. The pump fed the entire can and displayed "bag empty/clog" message. The "volume fed" amount displayed on the screen read 196 ml, and the actual volume measured in container was about 230ml.